Manufacturer narrative:
Product ID 7425, serial # (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator; product ID 74001, product type adapter; product ID 3487a, lot # j0101981v, implanted: (B)(6) 2001, product type lead. (B)(4).

Event description:
It was reported that the patient wasn't receiving stimulation post-operatively. The day of report, the patient had a replacement surgery where a stimulator and an adaptor were implanted. It was noted that the lead and extension were not replaced. The impedances were normal intra-operatively and post-operatively. It was noted that the patient had been getting "good" stimulation six months prior to report with her old stimulator. Stimulation wasn't checked intra-operatively, but post-operatively the patient wasn't receiving any stimulation, even at "high settings." Local and monitored anesthesia were both administered to the patient, however, she was responsive and coherent at the time of report. It was stated that the patient was not feeling any pain in her left leg, which was her target area. Twelve days later, it was reported that the patient had no concerns with her device or therapy and that she had received assistance from her doctor or medtronic representative. Most recently, the patient had met with her physician on (B)(6) 2012. The next day, it was reported that the patient's post-operative programming did not help with stimulation. At a post-operative appointment, on (B)(6) attempts were made to turn on the patient's stimulation, but she did not feel it. Impedances were still normal at that time. The patient still wasn't receiving stimulation at the time of report, but she had been scheduled to meet with her physician to discuss a possible lead revision. The next day, it was reported that the cause of the event is still unknown, however, it was noted that the physician suspects it may be fibrosis related. It was stated that the physician was seeking authorization to replace the lead. It was reported that no hospitalization had been required and there was no patient injury. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.